Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that there was a loss of therapy. The patient said that 1 out of the 16 electrodes work. She had eight on each lead. She used to feel it from the lower back all the way down the legs to the feet, but then she didn't feel it to the feet, and then to the legs, and then to the lower back, and then not to the hips anymore. The patient only feels one strong impulse at the lumbar between 5 and 1. If she moves in the wrong way, it feels like she is being burned. This started occurring in (B)(6) of 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.